Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, an intermittent loss of the image function was observed on the monitor screen when connecting devices with no error message. It was identified that the that the socket of the video connector was defective, however, the connection was still possible. The probable cause of the video connector defectiveness is due to excessive pressure that was applied when pressing the locking lever down to disconnect the video plug. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the evis exera ii video system center has image issues when plugging the camera. During a standard service inspection of the customer returned device, intermittent loss of image function was noted. This report is to capture the reportable malfunction found at inspection. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the image was lost due to a defective connector socket. However, the root cause of the defective connector socket could not be identified at this time. If additional applicable information is obtained, a supplemental report will be filed. Olympus will continue to monitor field performance for this device.